Manufacturer narrative:
Medwatch#: 3007284313-2020-01096 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted. The patient was diagnosed with a pre-existing infection in the field of treatment of the implanted gore excluder devices. Therefore the explant of the devices is considered to be related to the pre-existing infection in the treated aorta and the surrounding adjacent tissues.

Event description:
It was reported that the patient presented on (B)(6) 2016, with a mycotic abdominal inflammatory aortic aneurysm (klebsiella ornithinolytica) that was treated with the implantation of gore® excluder® aaa endoprostheses. It was noted that the aneurysm showed an atherosclerotic penetrating aortic ulcer. On (B)(6) 2019, the endograft was explanted due to device infection (raoultella ornithinolytica). The patient tolerated the procedure.